Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to oversensing on the discrimination channel. Programming changes were made successfully. There were no patient consequences.